Manufacturer narrative:
An additional lot number was reported, lot m001858; however, the cause of the event is not due to the cartridge. The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer was on a saline trial; therefore, blood glucose level was not impacted.